Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Choking [choking]. Head came loose and lodged into throat - oral-b [foreign body in throat]. Head came loose (and lodged into throat) - oral-b [device breakage]. Head came loose - oral-b [device connection issue] . Case narrative: a relative/friend via phone stated that the oral-b toothbrush head came loose and lodged into a female consumer's throat. No serious injury was reported. 18-nov-2024 follow up via digital safety assessment survey: the 43 year old female consumer experienced choking. She did not see a healthcare professional. No serious injury was reported.